Event description:
Pt tested blood glucose on suspect device as 298 mg/dl. He took insulin and immediately felt symptoms of insulin reaction. He drank juice and sugar, but when symptoms would not subside, he went to hosp where the lab blood glucose was 30 mg/dl. He was given a glucose intravenous.